Event description:
The cathetr was placed via the left basilic vein for dobutamine infusion in the pt. The pt developed phlebitis on 9/12/97. It was treated with heat but it failed to resolve and was removed on 9/14/97 and replaced on the right side. They use powdered gloves but wash them off with saline.